Event description:
Caller states customer received the following results on the aviva system within 10 minutes: 28 mg/dl, 430 mg/dl, and 68 mg/dl. Low blood glucose symptoms were reported with these results. Caller provided soda for the customer and his low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.